Event description:
It was reported that during a navio tka procedure, after inserting the trials and going through the workflow, the surgeon wanted to go back plan to take more distal femur. However, when they tried to move back to cutting, the system unexpectedly exit case. They rebooted and were able to go back in to finish the case with a delay of less than 30 minutes. No other complications were reported.

Manufacturer narrative:
The navio surgical system us, pn: npfs02000, sn: (B)(6) used in treatment was not returned to the designated complaint unit for evaluation, therefore, visual and functional inspections could not be performed. The software files were downloaded from the device and provided for investigation. The log file confirmed an intraop crash during the cut femur state. Further investigation will be conducted by the software team. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.